Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient eventually hospitalised due to hyperglycemia and have symptoms of vomiting, nausea and weakness on (B)(6) 2024. The glucose level was 500 mg/dl and the patient was treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.